Event description:
Instant ice compress was activated as usual, but leaked into pt's eye. Eye was lavaged and pt was sent to ophthalmology next day. Dates of use: 2007. Diagnosis or reason for use: apply cold to site of trauma. Event abated after use stopped or dose reduced: yes.